Event description:
The customer reported the ventilator alarmed on startup due to a vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the vent inop was cleared in diagnostic mode and noted the unit would work on ac power but the backup battery was completely discharged. The fse reported the battery was dated (B)(6) 2007. The fse replaced the backup battery to address the reported problem. Applicable final testing was performed per operating specifications and passed.